Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, it most likely was due to the heavy calcification. Although no images or data were provided to address the root cause of the occlusion it is possible that after the valve dislodgement, the valve ended up in a suboptimal position occluding the left coronary artery (lca). Coronary occlusion post transcatheter aortic valve implantation can be related to valve positioning, calcification levels, and/or other patient anatomical effects among others. Occlusions are known potential adverse effects per device instructions for use (IFU). The instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Potential factors that can influence inaccurate delivery/positioning difficulty include patient anatomy and physician technique. It was reported that the valve dislodged while removing of the delivery catheter system (dcs) . Dislodgement of the valve by the distal tip is related to operator technique or experience. The instructions for use, instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-l, lot: 0008816178, use by date: 2018-09-29, UDI: (b)(4. Product ID: enveor-l, lot: 0008831859, use by date: 2018-10-11, UDI: (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was released at 5 mm and landed at 0 mm when fully released. Due to calcification, the inflow segment of the valve was not completely open, and the valve dislodged while removing the delivery catheter system (dcs). Ischemia in the left coronary artery was then observed. The lesser curvature of the paddle was caught by using a snare and the valve was pulled upwards and the left coronary ischemia was resolved. While retaining the snare a bav was performed. A second transcatheter bioprosthetic valve, was attempted to be implanted with a second dcs when the capsule of the second dcs interfered with the first valve and caused the valve¿s outflow segment to deform and move to the aortic valve side, and delivery resulted in failure. As the paddle on the other side was fully opposed to the vessel wall on the greater curvature side, the snare was unable to catch it. Therefore, a biopsy forceps was used to catch a crown of the outflow segment, and while retaining the outflow segment, delivery of the system was attempted. However, the outflow segment was released when the delivery system was crossing the site. A wire was then crossed through a cell in the frame of the valve. While a balloon was inflated, the first valve was lifted, retained in the forceps, the dcs was advanced and the second valve was implanted. Moderate paravalvular leak (pvl) was observed and post-implant dilation was performed. The procedure was completed with a resulting mild to moderate pvl. No additional adverse patient effects were reported.